Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed post-reset ram crc. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump had a long crack beginning from the top of the pump, all along the length of the battery tube and alarmed post-reset ram crc. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with missing display window cover, cracked select button keypad overlay, stained keypad overlay, case cracked behind the pump near the battery compartment and cracked battery tube threads. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. No unexpected post-reset ram crc alarm, history pointers failed alarms were noted.